Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturing site for investigation. Manufacturing site reports "light testing test had been performed on product as per final inspection checklist # frm-001364 and product had qualified the test. Light was constant and glowing enough without flickering. No light issue was not observed. We have covered all the battery cartridge and blade in the list test, but no such things observed raised by user. There might be an issue of loose handle after fitment of battery cartridge. This situation will lead the light or electrical failure. This investigation shows that customer failure was not confirm." The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that "not all blades in the set are working properly, with minimum one blade there is no constant light." Issue detected during incoming inspection. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "not all blades in the set are working properly, with minimum one blade there is no constant light." Issue detected during incoming inspection. No patient involvement.